Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft, the jaws got stuck and can`t be opened. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)